Event description:
"I personally know of no problem with the pt's radial head prosthesis that was implanted on 10/31/88 for a fracture/dislocation of the rt radial head. Pt asked me to fill this out."